Event description:
It was reported to philips that intermittently the system got stuck on the philips logo screen during boot up. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the boot device gets stuck on the philips screen. Review of the log file shows network connection lost (host: geo) confirming the malfunction. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc is defective. The fse checked the system logfiles and found that the host pc has a defective graphics card that fails intermittently, and the host pc hard drive was recommended for replacement due it has over 40,000 working hours. To resolve the issue, fse replaced the host pc and host pc hard drive. The defective parts were returned for analysis, for host pc, no malfunction was observed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.